Event description:
Customer was admitted to hosp for high blood glucose and diabetic ketoacidosis. Nurse called back to run troubleshooting on the pump and ran the fixed prime and was not able to get insulin to drip from tubing. Ran the test twice and nothing came out.